Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was involved in an infection. The patient reported of a swelling in the pocket site that have not subsided for long. Additional information indicates that the patient had pocket infection. The physician opted to monitor the patient condition, was given antibiotics and scheduled for a weekly follow- up. The patient called back and reported receiving a shock and experiencing shortness of breath more than usual. All available information indicates this device remains in service. No additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.